Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. Per the battery supplier, the battery connector and pca were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was unable to power on a monitor.

Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (won't power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.